Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. A 3.50 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during positioning of the stent, it was noted that the stent shifted distally from its original mounted position. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.